Event description:
It was reported that the patient received inappropriate therapy for svt. The patient had suffered a syncopal episode while in-clinic lobby. Programming changes were made, and patient was fine. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.